Event description:
It was reported that during the pulsed field ablation procedure to treat typical flutter and paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the hemostatic valve was letting air into the faradrive during aspiration upon inserting the octaray mapping catheter. The troubleshooting steps included changing out syringes, reinserting the octaray and trying multiple times to aspirate but kept experiencing air leak. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported following achieving transseptal access with the versacross connect, the only device attempting to be inserted to the sheath was the octaray mapping catheter. There was no air bubbles observed during aspiration of the sheath with versacross connect dilator inserted. A pressure bag was used for irrigation, excessive bubbles were noted in the aspiration syringe. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to describe event or problem (b5).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation procedure to treat typical flutter and paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the hemostatic valve was letting air into the faradrive during aspiration upon inserting the non-boston scientific mapping catheter. The troubleshooting steps included changing out syringes, reinserting the non-boston scientific mapping catheter and trying multiple times to aspirate but kept experiencing air leak. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.